Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the mvs interface cable resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that cable assembly from viewing stain to imaging system needed replacement. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that 3d scans were not possible. This issue was resolved with a reboot. After analysis from the error log, the site determined the umbilical cable must be needed to be replaced.

Manufacturer narrative:
The mvs interface cable was returned to the manufacturer for analysis. Analysis found that interface cable passed continuity and communication tests. Passed visual inspection. Interface cable was installed in an imaging system and the system charged, readied and communicated as expected. Imaging was successful. No fault found.